Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number:(B)(6). UDI: (B)(4).

Event description:
It was reported via the complaint submission tool by the affiliate that when the surgeon was using the vapr 90 wand for a shoulder arthroscopy the fluid wasn't running through the wand as it was supposed to. It was reported suction in the room was checked and it was functioning properly. The affiliate reported another wand was plugged into the same console and it functioned to the surgeon's expectations. It was also reported a surgical delay of less than 5 minutes occurred in order to retrieve a new device. The affiliate stated the procedure was successfully completed without report of patient or user consequences.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during the surgeon was using the vapr 90 wand for a shoulder arthroscopy and the fluid wasn't running through the wand. The complaint device was received and evaluated. Visual inspections revealed no anomalies on the tip and presented no signs of activation and no visual damaged founded. The generator was set to maximum power and presented ablation and coagulation modes, not present failure in any modes; in the case of the suction tube, it could not be tested. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr premiere 90 electrode: the device has not been returned in its original packaging. The active tip of the device does show signs of activation, but no damage is visible and in an as expected condition. Liquid is visible within the suction tube of the device. Closer inspection of the active tip reveals what seems to be tissue within the suction hole. The shaft of the device did show some degree of misalignment, it is not uncommon for these devices to be misaligned slightly after use, and this degree of misalignment would not affect the suction path, or the flow of liquid through the device. The device cable, handle and plug appeared undamaged, and in an out of box condition. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, secondary capacitance, and hipot active return), as a result all parameters passed. The device was functional testing using vapr vue generator (gml4854/2), the test included different values as a setting during ablate and coagulation mode (maximum, minimum settings, available waveform, in related at the suction flow rate 700mmhg, activation without suction) not issues presented during the activation without suction. Instead, in the flow with the suction test was failed. Supplier summary: the customer¿s claim of the device not suctioning, or the ¿fluid wasn¿t running through the wand¿ can be confirmed. The device functioned electrically, with both ablate and coagulation functions working. The flow of the device was found to 0ml/min, and several attempts were made to remove the blockage. By inserting a thin gauge wire into the suction tube of the device, an approximate location of the blockage was recorded. Historical instances of blockages seen, have been attributed to uv glue within the suction tube of the device resulting in zero flow. The initial investigation of the returned devices showed that due to the device design, there is potential for the uv glue to migrate into the suction path due to the glue not being cured sufficiently to prevent movement into the suction path. The unintentional curing of the displaced uv glue was then fully achieved with exposure to radiation during the sterilizing process. A manufacturing record evaluation was performed for the finished device lot number: u1907012, and no non-conformances were identified. Implement corrective action: further investigation into this failure was conducted under cap-101588 which led to some process improvements. Our records show the complaint device was manufactured prior to these process improvements. A breakdown recovery plan will be introduced. This will ensure that in the event of a breakdown or process interruption on the linear line, the electrodes in the uv glue dispense and cure stations are removed and disposed of accordingly (scrapped). Added a statement to indysoft for gml2238 and gml4630: ¿if there is a delay to the normal operating process time, any sub-assemblies in the uv glue or uv cure stations must be removed and scrapped. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number: u1907012, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [u1907012] number, and no non-conformances were identified.